Manufacturer narrative:
The device was not returned to exploramed nc7 for evaluation; however, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. Subsequent follow-up communication with the user shows that she continues to use willow and has not had a reoccurrence of mastitis. With the information provided, it cannot be definitively concluded that the willow breast pump caused or contributed to the incident of mastitis. "Mastitis is usually a benign, self-limiting condition, with few consequences for the suckling infant... In worldwide studies published within the last 20 years, the incidence of lactation mastitis ranged from 4% to 27%..." Wambach, karen, and jan riordan. Breastfeeding and human lactation. 5th ed., jones & bartlett learning, 2016.

Event description:
While in communication with the customer on (B)(6) 2018, the customer reported that she had mastitis and was prescribed antibiotics but was continuing to pump with willow.